Manufacturer narrative:
Upon receipt of the device, testing and investigation could not be performed due to damage of the front and rear case.

Event description:
The customer contact reported an unspecified delivery accuracy issue. No specific pump programming was provided. There were no reports of any adverse pt events, while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain add'l info.